Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the error occurred due to a conduction failure in the circuit board, caused by fluid invasion, and a failure in the charge-coupled device (ccd)/internal scope connector circuit board, caused by device handling. Device handling failures include; ground wire not being connected. Insertion/removal of the scope connector while the system was powered on, or dirt and/or fluid adhering to scope connector contacts. The event can be detected and prevented by following the instructions for use (IFU) which state: "important information: please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic. Image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the exera ID chip had no data, the bending section rubber had a leak due to a cut, the bending section rubber glue was lifting and had scratches, there was no image due to a b30 error, the bending section failed the electrical continuity test, and the scope connector had fluid. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.